Manufacturer narrative:
Covidien service center found that the saturation of peripheral oxygen (spo2) printed circuit board (pcb) failed. (B)(4).

Event description:
Covidien received a report that the n65 pulse oximeter was missing some segments in the display. The failure happened when the device was not being used on a patient.